Event description:
It was reported that a balloon rupture occurred. A 90% stenosed target lesion was located in a mildly tortuous and severely calcified shunt. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8 atmosphere (atm). The device was simply removed from the patient's body. The procedure was completed with another non bsc balloon after dilatation. No patient complications were reported. Patient was good post procedure.